Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples exhibiting sub-optimal processing involved in this event were derived from the "2 hr small" protocol comprising 144 cassettes, which started in retort a at 01:38am on (B)(6) 2021 and completed at 03:39am on (B)(6) 2021. The "2 hr small" protocol with a duration of 2 hour and 3 minutes has been validated for use on this instrument in the complainant laboratory since (B)(6) 2020. Investigation of this complaint found the instrument functioned as designed during execution of the "2 hr small" protocol started in retort a at 01:38am on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant is considered to be use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. The information provided details that the affected patient tissue samples were "skin biopsies" ranging in size from ".0.5-1 mm", which were processed using the laboratory defined and validated "2 hr small" protocol. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "2 hr small" protocol with duration of 2 hour and 3 minutes is possibly not the most appropriate protocol for processing "skin biopsies" ranging in size from ".0.5-1 mm", which were reported by the complainant as exhibiting sub-optimal processing in this event.

Event description:
The complainant contacted leica biosystems and reported the following in relation to histocore peloris 3 rapid tissue processor serial number (B)(4): "we are still having the same issues of overprocess xs small and small and now we are also having under processed tissue. Early this morning one of the tissue processor was found full of a white film at the bottom (processor 1 and 2). Looks like salt. That would overprocess the xs small and small size biopsies." On (B)(6) 2021, the assigned leica field applications specialist - core histology (fas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The fas documented the following observations: "customer states that unknown amount of cassettes were over processed on one 2hr small protocol. Protocol ran to completion with no event codes. No apparent contamination seen in reagents or wax chambers. Customer states that warm water flushes are now performed whenever formalin stations are due to be changed out and has appeared to help." The fas also documented that the sub-optimal processing of patient tissue samples reported by the complainant had been identified in an "unknown amount out of 144 cassettes" from the "protocol 2hr small" protocol executed in retort a, which started at 01:38am on (B)(6) 2021 and completed at 03:39am on (B)(6) 2021. The tissue type and size of the affected samples were detailed as "skin biopsies" and ".5-1mm" respectively. On (B)(6) 2021, the assigned leica senior applications specialist - core histology received information that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.